Event description:
A physician reported a pt who was treated into acne scars on the cheeks on 4/7/97. Physician did not note any unusual briusing or blanching at the time of the treatment. Later that night, pt reported that the right cheek injection site became swollen with a black blue appearance, and that she developed swelling and discomfort under eye which resolved spontaneously by 4/9/97. Upon exam on 4/9/97, physician noted an area at the right cheeck injection site which was 1.5 inches in diameter with little tiny pustules and a dusky appeartance in the center of the pustules. Physician believed the pt may have experienced a vascular event resulting in necrosis; he prescribed oral eryhtromycin and topical bactroban.